Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument that was used with the tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the customer reported failure. The instrument was found to have no physical damage or signs of arcing. The tip cover accessory was not returned with the instrument as it was discarded. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the following conclusion: it was alleged that a hole that appeared to be burned was observed on the tip cover accessory which can be indicative of a possible arcing event. Although, no patient harm occurred, if the malfunction were to recur it could cause or contribute to an adverse event. Furthermore, it is unknown what caused the damage to the tip cover accessory.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgical staff noticed that the tip of the monopolar curved scissors (mcs) instrument was red/hot. The instrument was removed and the tip cover accessory was observed to have a small burnt hole and a rip at the tip. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury. On march 17, 2017, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information: the customer stated that the tip cover accessory was discarded. No further information has been obtained as of date of this report.